Event description:
The customer reported to baxter (B)(4) an interlink continu-flo solution set in which the septum of the interlink was pushed through into the IV tubing. This incident was observed when staff was using the device to connect during patient use. There were no reports of patient injury associated with the event. No additional information is available

Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. Visual inspection and functional tests were performed on the sample. The reported condition was not confirmed. An assignable root cause could not be identified. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.